Manufacturer narrative:
The event occurred on an unspecified date in 2022. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour after starting treatment with polyflux 210h, dialysate leakage from the connection between the port and the clean coupler (connector) was observed "every two days". There was no report of patient injury or medical intervention associated with this event. No additional information is available.